Manufacturer narrative:
Device received with loose or shifted end cap sticker and torn keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value. Customer blood glucose value at the time of incident was 386 mg/dl and current blood glucose value was 415 mg/dl. Customer other blood glucose value was 90 mg/dl, 96mg/dl. Customer did not allege insulin pump under delivery of insulin and drive support cap was normal. The customer experienced symptoms such as nausea and vomiting. The customer was treated with insulin pump. The device will be returned for analysis.